Event description:
Event description: the patient was coughing and spitting up. The ng tube was removed. After removal, the patient vomited a portion of the ng tube. The registered nurse found the weighted end of the tube to be broken apart from the remainder of the tube. No patient injury was reported.

Manufacturer narrative:
According to the information provided by the complainant, there was no report of injury to the patient. No sample, reorder or lot number are available for evaluation. Due to this, no definitive conclusion can be drawn. Retention samples from similar products have been tested to duplicate the described break. Approximately 5 pounds of tensile force was applied to the feeding tube in order to duplicate the described break. It is unclear how these types of forces could be applied to the tube in the clinical setting.